Event description:
Customer alleges device displayed fault message when performing daily check of the device. Rptd condition was not duplicated by svc representative. Proper operation of device was confirmed by svc representative.